Manufacturer narrative:
Corrected information: model #/lot #, device evaluated by MFR? Additional information: device manufacture date, evaluation codes. (B)(4). One (1) sfx torque handle and one (1) xconnector driver, x20 were returned to the complaints handling unit (chu) for evaluation. Visual examination of the sfx torque handle revealed extensive wear, surface anodization was heavily faded and covered with nicks and surface abrasion. Torque testing was performed on this instrument and it was noted that the amount of torque was consistently with in the intended range clearly functioning as intended. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause is deemed not required as the torque testing was performed on sfx torque handle and it was noted that the amount of torque was consistently with in the intended range clearly functioning as intended. As there has been no issues identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate actions have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During final tightening of sfx crosslink, the torque limiting handle did not work properly and did not click at preset limit causing shaft to strip out. Surgeon tightened with another shaft to a point he felt was sufficient.